Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter the same month since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported that two months ago, a meter to lab comparison was performed. He did not provide the exact results, but stated that the lab read 30 points lower than his meter. After the reported issue, the patient reported feeling shaky, like he was crawling out of his skin." The patient was treated with food and beverage. He normally takes oral medications but he did not provide the type or amount. It would have been helpful to know: his medication regimen, testing frequency, when his symptoms began, and what his results were prior to the comparison. The meter has been replaced. This complaint is reported, although the comparison in anecdotal, the patient claimed he became hypoglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.